Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown cause. A new lead was successfully placed with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown cause. A new lead was successfully placed with the same model. No additional adverse patient effects were reported. Additional information received indicates that the leads were removed due to poor signal, patient anatomy. Leads will not be returned as the hospital kept them.